Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. Due to lack of enough information, it cannot be determined what caused the patient¿s peritonitis event. At this time, there is no evidence that supports the peritonitis was caused by a liberty select cycler malfunction or product deficiency. Peritonitis is a well-documented complication known to occur in pd therapy.

Event description:
It was reported that a patient on continuous cycling peritoneal dialysis (ccpd) had peritonitis. Details leading up to and surrounding the patient¿s peritonitis event are unknown despite multiple due diligence attempts. The nurse was unable to provide additional information.